Event description:
Healthcare professsional (hcp) reports a fiber leak noted by blood leak alarm on hemodialysis device at the onset of the pt treatment. A hemastix confirmed a blood leak in the dialysate compartment. New disposables used to continue the treatment without incident. The dialyzer was reused 17 times prior to the reported event. Hcp reports no injury or need for medical intervention.